Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 52mm abdominal aortic aneurysm in 2002. The diameter of the proximal aortic neck was 21mm, and the length of the aneurysm was 155mm. It was reported that the pt's arteries were small, very calcified, and very tortuous. The pt has a history of coronary artery disease, chronic obstructive pulmonary disease, and cerebrovascular disease. It was reported that a sheath was not used during insertion of the bifurcated stent graft, and a 16 french sheath was used during insertion of the iliac limb. It was reported that the common iliac arteries were dissected bilaterally. An extender cuff was used to repair one dissection, and a stent was used to repair the other. A branch endoleak was noted on final angiogram, but was reported that the outcome of the procedure was acceptable. No clinical sequelae were reported, and the pt is reported to be fine.